Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.1 was hard to open and close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 was hard to open and close. A field service engineer found half height cubie drawer 6.1 on the main cabinet would not fully open due to a bad rail. Drawer was replaced and configured. Hardware test application was run to verify functionality and the drawer passed testing. The system functioned as intended after the field service engineer repaired the device.